Manufacturer narrative:
Unknown manufacturer: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd intravascular administration set experienced overinfusion. The following information was provided by the initial reporter: IV pump infusion alarmed prior to the programmed time with air inline, medication bottle empty. Pt received 8.1 mg above the ordered dose equipment: pcu sn tbd. Lvp sn tbd. Unknown set model and lot numbers patient effect: no harm reported

Event description:
It was reported that the unspecified bd intravascular administration set experienced overinfusion. The following information was provided by the initial reporter: IV pump infusion alarmed prior to the programmed time with air inline, medication bottle empty. Pt received 8.1 mg above the ordered dose equipment: pcu sn tbd. Lvp sn tbd. Unknown set model and lot numbers patient effect: no harm reported.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the IV pump infusion alarmed prior to the programmed time with air in line, medication bottle empty. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.